Manufacturer narrative:
Corrected data: e1, e3, g2. No physical device was received, a visual investigation was performed per picture provided and the results are as follows: DHR results DHR was reviewed by daybreak. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation but provided a picture showing broken anchor and button. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak case number:(B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the device had broken. The patient woke up with the device on, and the button had come off while they were asleep. The button fell off - looks like the top left. The patient did not mention any pain, and that they woke up with a weird feeling that ended up being the button floating but still attached to the band. The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue and stopped using the device on (B)(6) 2025. The patient didn't suffer any harm/injury, and no medical intervention was required. The device was cleaned with the daybreak foam cleaner and toothbrush by the patient.